Event description:
The customer reported approximately thirty (30) milliliters of fluid leaked underneath the instrument during controls analysis involving the coulter act diff 12 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. No patient results were generated. There was no patient impact. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered pinch valve lv14 slow to open and close causing an overflow of diluent from the instrument. The fse replaced the pinch valve and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).